Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached depression; defib conductor found distorted and blood observed in several conductors; partial lead in segments returned and analyzed; (B) (4) outer insulation breached depression; outer insulation found kinked/buckled and breached cut, helix found bent and disengaged from the helical channel; blood observed in all conductors; partial lead in segments returned and analyzed; (B) (4) no anomalies were found; blood observed in the distal conductor; partial lead in segments returned and analyzed. It was noted the breached depressions on the 6940 and 6945 leads most likely caused these leads to short.

Event description:
It was reported that the patient received multiple shocks due to an apparent lead fracture. The lv (left ventricular lead) also became displaced near the time of the inappropriate therapy. The rv, ra, and lv leads were replaced. There were no further complications reported as a result of this event.